Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was worn less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received undeployed. Upon the removal of the top housing, the device deployed fully. Score marks were observed on different spots of the top housing. This indicates the linkage assembly had interference with the top housing at multiple locations. These interference points were caused by the linkage assembly being misaligned. The misalignment of the linkage assembly caused a failure for the needle to deploy fully.